Event description:
It has been reported that the bd luer-lok¿ syringe has been found experiencing scale marking issues during use. The following has been provided by the initial reporter: failure in the scale marking, making impossible to measure during handling. Syringe without correct scale marking and / or failure in scale marking, preventing correct manipulation of medicines. Information received by email on (B)(6) 2019: the incident was noticed during the use. There was no damage to the patient/health professional. There was no need for medical or surgical intervention. The defect was noticed in approximately 15 units.

Manufacturer narrative:
Investigation: one (1) photo was received from the customer for investigation. The photo shows two (2) syringes laying next to each other. The syringe on the left is missing most of the scale gradient marking print and the syringe on the right is missing the 10ml and 60ml gradient numbers. Possible root cause, during the investigation it was observed that the missing print was caused by a pin which holds the pad to the printer drum had fallen out. However, it is possible that some syringes were not printed properly before it was noticed in the in-process check and were outside of the affected area which then were shipped to the customer. Bd acknowledges that the two (2) syringes in the photo provided by the customer are missing print. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did revealed that a quality notification (qn) was written due to an operator finding missing print during an in-process check.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd luer-lok¿ syringe has been found experiencing scale marking issues during use. The following has been provided by the initial reporter: failure in the scale marking, making impossible to measure during handling. Syringe without correct scale marking and / or failure in scale marking, preventing correct manipulation of medicines. Information received by email on 8/29/2019: the incident was noticed during the use. There was no damage to the patient/health professional. There was no need for medical or surgical intervention. The defect was noticed in approximately 15 units.